Event description:
On (B)(6) 2024, a patient underwent a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) procedure. Two gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) devices, measuring 7 mm x 59 mm, were implanted in the left renal artery. Following the index procedure, the patient reportedly left the hospital against medical advice (ama) and did not take prescribed plavix (clopidogrel). On (B)(6) 2024, the patient returned with pain and underwent a reintervention procedure. During the procedure, a clot was identified within a left renal artery vbx device. According to the physician, the thrombotic event was believed to be associated with the patient's failure to take prescribed plavix therapy. It was no stenosis present. The affected left renal artery vbx device was relined with additional vbx device(s). The procedure was reportedly well tolerated, and the reporter indicated the intervention was successful. The left renal artery was reported as patent following treatment, and no known residual adverse outcomes were reported at the time of the complaint.

Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.